Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion of the subject device while the user was handling the device, which led to abnormality of electronic parts. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not reproduced; however, there is a chance that the e315 scope error could have occurred. In addition, the ethylene oxide, radio frequency identification and production labels were illegible or not properly affixed. The bending section cover had a leak between the control knob and air/water supply channel. The plastic distal end cover insulation had deep dents and scratches. The switch button 1 had 2 holes. The play of the up/down and right/left angulation control knobs were loose. The plastic distal end cover had dents and scratches. Objective lens glue was worn. The light guide lens was cracked, and glue was worn. The bending section cover glue was cracked. The insertion tube had scratches and was peeling. The air water supply was leaking. The light guide tube had wrinkles. The bending angle was reduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope displayed an e315 scope error. The event occurred during an unspecified procedure. There was no report of patient harm.